Manufacturer narrative:
According to the patient report the device was explanted due to the active electrode array having migrated out of cochlea. The electrode lead was visible from the auditory canal and the surgeon decided to explant the device. Damages found during investigation are most likely due to the explantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The device was explanted because the electrode array had migrated out of the cochlea and the electrode lead was visible from the auditory ear canal.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted because the electrode array had migrated out of the cochlea and the electrode lead was visible from the auditory canal.